Event description:
Caller alleged discrepant results (precision). With 1 patient. First=0.9, 2nd=1.1. Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. With 1 patient. Results as follows: meter-inr: 1.5, lab-inr: 1.4. Also has observed many nnn errors with more than one lot of strips.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Customer obtained numerous nnn errors. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. Inratio precision data provided by end-user lot: 1st-inr=0.9, 2nd-inr=1.1, 3rd-inr=1.5. Inratio meter: mean: 1.17, sd: 0.31, %cv: 26.19. Since 26.19% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. As of today, products associated to this complaint have not yet returned. Correction to report. Originally submitted under MDR # 2027969-2009-00886.